Manufacturer narrative:
The reported event was confirmed. The root cause could not be determined. A potential failure mode could be"balloon pinholes". A potential root cause for this failure could be" incorrect jaw fixtures used (leading to overstretching or damaging the balloon)". Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with no ridges found. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) which immediately leaked from a pinhole (0.017") in the balloon surface. This pinhole was considered out of specification, as "pinholes are not permitted." There were no missing pieces found. The active length of the catheter balloon was measured (0.7425") and found to be within specification (0.6" - 0.9"). The balloon was confirmed to be 16 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a pinhole was found on the balloon. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a pinhole was found on the balloon. No medical intervention was reported.